Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels rose above 400 mg/dl while wearing the pod for between 5 and 24 hours. Symptoms reported include feeling sick, nauseous and dizzy. The pod was not sticking well and was removed prior to the hospital visit. The patient's legal guardian took the patient to (B)(6), located at dr.-(B)(6), germany due to the high ketone levels. A new pod was applied at the hospital and the patient received a glucose infusion for treatment. The patient was discharged the following day.